Manufacturer narrative:
The other patients' information is unknown. The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is a part of an online chatroom for deep brain stimulation (dbs) patients. The caller reported that these other patients experienced issues with their implants turning off, which prompted the compatibility call. They did not know the other patients' information.